Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported that on (B)(6) 2021 the patient reported poor pain control. Interventions taken included increasing the patient's simple continuous fentanyl by 100, increasing their boluses from 50mcg to 60mcg, and increasing their number of boluses for a total of 8 options per day. On (B)(6) 2021, the patient reported that they were getting relief from pain pump.

Manufacturer narrative:
Continuation of d10: product ID 8782, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID : 8782; serial# (B)(4); implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 29-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 1000 mcg for a total dose of 199.8771 mcg/day and bupivacaine 10 mg for a total dose of 1.99877 mg/day via an implantable pump. It was reported on (B)(6) 2021 the patient reported a "nagging throbbing pain" on their back. It was noted that boluses only "slightly relieve" the pain. The hcp will double boluses and increase simple continuous. On (B)(6) 2021 the patient reported that they were not getting relief from pump at this time. A catheter dye study (cds) was performed and failed due to dynamic kinking. A catheter revision was required. The outcome was noted as ongoing. The device diagnosis was catheter kink. The clinical diagnosis was inadequate pain relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) reported on (B)(6) 2021 the patient was unable to feel bolus in pump.

Manufacturer narrative:
Continuation of d10: product ID: 8782; lot#serial#: (B)(6); implanted: on (B)(6) 2021; explanted: on (B)(6) 2021; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient and the healthcare provider (hcp) via a company representative. The patient reported that the therapy worked for the first 3 weeks, but ever since then, she hadn't really noticed significant relief like she did the first few weeks. She had increased pain. The patient presented for pump reprogramming on (B)(6) 2021. At the last appointment, there had been an increase in the simple continuous morphine sulfate by 0.5 mg and a programmed increase in the bolus doses to 0.4 mg with a total of 8 per day. The patient reported that she had tolerated the increase well but was still experiencing pain. She stated that she was not getting relief from the pump at this point. The pain was located where the nerve stimulator was, then wrapped around her right hip and radiated down to her right knee. She was given a bolus in the clinic and she reported not feeling pain relief from this. A catheter dye study was recommended and to move forward with the plan to discontinue the morphine sulfate and start fentanyl at 300 mcg in simple continuous mode. Trailing hydromorphone in the future was also discussed. The catheter dye study was done the same day. At the catheter dye study, the catheter was unable/difficult to aspirate. After the dye study, they decreased the simple continuous morphine sulfate by 1.0 mg and discontinued the boluses until the patient could be scheduled for the catheter revision. On (B)(6) 2021, the patient was taken to surgery. During the surgery, the catheter would not aspirate, but there were no noted kinks in the catheter system. A new spinal catheter was placed, and it would not aspirate at the same level, so the hcp pulled it down to a few levels below and there was normal csf flow. It was unknown what the problem was at the initial implant level, but the therapy was working now for the patient. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient¿s pump was implanted to manage her low back pain. At the time of the revision, the pump was delivering morphine (5 mg/ml at 0.9994 mg/day) and bupivacaine (10 mg/ml at 1.999 mg/day).

Manufacturer narrative:
The catheter was returned, and analysis observed a kink in the catheter body. If information is provided in the future, a supplemental report will be issued.